Manufacturer narrative:
To date the incident device has not been received for evaluation. If the device is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a surgical procedure, the reporter noticed that the ft10 generator and an unknown electrode was involved in a burn incident. The patient was burned as a result of prep solution ignition by electrosurgical device. Patient incurred a second degree burn approximately 3x3 inches. Upon follow-up, the charge nurse, stated that the incident had nothing to do with a fault with the esu or electrode. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.